Event description:
Inner shaft of stent delivery system fractured on delivery, retrieved without difficulty.manufacturer response for protege everflex:representative was present during event. The device was sent back to manufacturer with the representative.